Event description:
Dr. (B)(6) implanted viper ii monoaxial screws and tried to reduce the rod into the screw heads. For some reason the rod reduction process did not work. 8 innies busted, the thread of the innies broke, so the threads of 2 screws head busted as well. Further 2 screw drivers and one extension sleeve broke. All has been decontaminated and will be handed in. The issue caused a surgery delay of approx. 30 min.

Manufacturer narrative:
Two viper 6x45mm monoaxial screws (product code: 1867-17-645, lot numbers: rl135185, rl203570),was returned to the complaints handling unit (chu) for evaluation. The two monoaxial screws feature torn threads inside their tulip heads. One features a fragment of a thread which is still attached to the tulip head while the other features a number of threads that have been completely torn off. The edges are rounded on three of four levels of the threads. These rounded edges are flattened in multiple locations that may be attributed to aggressive attempts to remove a set screw are present as well. The original damage is significant enough that the set screw would not be able to be retained by the damaged tulip head threads. The consistency and completeness of the damage may be a result of cross-threading a set screw during insertion and tightening it across the majority of the tulip head threads. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the threads of the monoaxial screws becoming torn cannot be determined from the samples and information provided. A possible root cause may be inadvertently cross-threading the set screw during insertion leading to the threads in the tulip head tearing when the set screw was tightened. This cross-threading of the set screws may have also resulted in their own threads becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.